Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when removing the stapler after firing during a laparoscopic assisted sigmoid colectomy with primary anastomosis, the device was difficult to remove from the cavity. The anvil fell into the patient's cavity and was retrieved using a proctoscope and a grasper. The donuts were good and no leak was detected. There was no patient injury.